Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that patient presented in clinic with decreased r-waves and high threshold. When repositioning was unsuccessful, the lead was explanted and replaced. Patient had no issues and was well.